Manufacturer narrative:
It was mistakenly stated on the initial report that the catalytic converter was one of the parts replaced to resolve the smoke/haze and odor/smell issue. Instead, only the oil mist filter and vacuum pump oil were replaced. Device available for evaluation: correction from no to yes asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smell issue, and system risk analysis (sra). Trending analysis of the smoke/haze and odor/smell issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. It was verified that the unit pump down normally without any smoke or odor and the cycle completed successfully. The return of the oil mist filter could not be confirmed. The assignable cause of the smoke/haze and odor/smell issue is the oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref : (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the smoke/haze/odor/smell issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smoke/haze and smell/odor emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.